Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Living with diabetes 9 / page 107: warning: if an infusion site shows signs of infection: 1. Immediately remove the pod and apply a new one at a different site. 2. Contact your healthcare provider. Warning: check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
It was reported that the patient experienced a red bump (looked like a pimple) that grew into an infection at the insertion site on her arm. She saw a doctor and was diagnosed with a staph infection. Treatment included a prescription of duricef (antibiotic) for 10 days and warm compresses. It was stated that the patient's blood glucose was higher than usual, but no specific values were provided. The patient also experienced an allergic reaction from the antibiotics.